Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery (B)(4). Heartware ventricular assist system ¿ battery (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when two batteries were connected to the power port of the controller, the controller would alarm as if there was no power. The batteries and controller are no longing in service as the patient subsequently was transplanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and two batteries were not returned for evaluation. Failure analyses could not be conducted as the devices were not returned. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. A review of the data file revealed multiple momentary disconnections between the controller and batteries. Analysis of the event file analysis revealed one (1) controller power up and associated motor start on (B)(6), 2018 at 19:28:23. Prior to the loss of power, the controller was connected to (B)(4) on power port 1 and (B)(4) was connected to power port 2 with 31% relative state of charge (rsoc). Prior to the loss of power, multiple momentary disconnections were recorded for (B)(4) after the controller power up event, at 19:28:59, (B)(4) was connected to power port two (2) and a power source was not connected to power port 1. At 19:44:01, it was revealed that (B)(4) on power port 1 was replaced with (B)(4). Based on the available information, the reported event was confirmed. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources during a power source exchange or d ue to momentary disconnections. An internal investigation is evaluating momentary disconnections. An internal investigation was opened to capture events involving the controller losing power. Correction: h10 additional products serial: (B)(4) and (B)(4) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.